Manufacturer narrative:
This report is submitted on march 2, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced a staph infection and cellulitis at the implant site. The patient was treated with topical and oral antibiotics; however, the issue could not be resolved. Subsequently, the device was explanted and the patient was reimplanted with another cochlear device during the same surgery (date not reported).